Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), pelvic pain ("pelvic pain"), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, menstrual disorder, migraine, pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device') in a 37-year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and recurrent abortion. Concurrent conditions included gas evolution in intestine. Concomitant products included hydrocodone bitartrate;paracetamol (norco), metronidazole since (B)(6) 2015, naproxen sodium (aleve) since (B)(6) 2015, naproxen since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines/ migraines / headaches"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 11 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, migraine, infection, depression, anxiety, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: content of the communications: doctor only removed 1 coil. The other one was not found. Current weight 270 lbs. Plaintiffs told 1st was born with heart disease. Insertion details- 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was succegsfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, most recent follow-up information incorporated above includes: on 23-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, abdominal pain. Reporter information, medical history, concomitant drug, events onset date, event outcome, essure removal date were added. Event device dislocation updated to expulsion of essure device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device') in a 37-year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and recurrent abortion. Concurrent conditions included gas evolution in intestine. Concomitant products included hydrocodone bitartrate;paracetamol (norco), metronidazole since (B)(6) 2015, naproxen sodium (aleve) since (B)(6) 2015, naproxen since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines/ migraines / headaches"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 11 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), infection ("infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menstrual disorder, migraine, infection, depression, anxiety, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: content of the communications: doctor only removed 1 coil. The other one was not found. Current weight 270 lbs. Plaintiffs told 1st was born with heart disease. Insertion details- 4 coils in right side and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), pelvic pain ("pelvic pain"), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, menstrual disorder, migraine, pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was succegsfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion of essure device / doctor only removed 1 coil. The other one was not found'), device dislocation ('migration : yes / doctor only removed 1 coil. The other one was not found') and genital haemorrhage ('general, abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 835439) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and recurrent abortion. Concurrent conditions included gas evolution in intestine. Concomitant products included hydrocodone bitartrate;paracetamol (norco), metronidazole since (B)(6) 2015, naproxen sodium (aleve) since (B)(6) 2015, naproxen since (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and migraine ("migraines/ migraines / headaches") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 11 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), infection ("infections"), urinary tract disorder ("bladder/urinary problems: other (nos") and bladder disorder ("bladder/urinary problems: other (nos"). The patient was treated with surgery (hysterectomy (full), laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, menstrual disorder, migraine, infection, depression, anxiety and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: content of the communications: doctor only removed 1 coil. The other one was not found. Current weight 270 lbs. Plaintiffs told 1st was born with heart disease. Insertion details- 4 coils in right side and 3 coils in left side. She received treatment for pain: pelvic/abdominal, general, abnormal bleeding, migration, she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events added - general. Abnormal bleeding, migration, bladder/urinary problems: other (nos). Event pelvic pain outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.